Event description:
An attorney reported that their client, an employee of a hair removal facility, "suffered damage to her skin and eyes from the use of the laser with improper protection provided by the employer." Additionally, the attorney reported, "the goggles provided by defendants were not suited for the power of the laser operated by the company." The attorney reported, that the subject device, a lumenis lightsheer duet laser, was purchased by the facility through a third party vendor.

Manufacturer narrative:
Lumenis contacted the initial reporter and the third party vendor to investigate the reported event. A review of historical installation records confirmed that lumenis did not provide the subject device, lightsheer duet laser, or the subject eye safety protection to the user facility. A review of historical subject device service records found that the user facility held a contractual service agreement with lumenis. Laser malfunction is not the suspected root cause of the event reported. Reasonable attempts were made to obtain further information from the patient's attorney, however no information was received. Lumenis confirmed through a telephone conversation with the third-party laser vendor that the appropriate 800 nm eye safety protection had been provided to the user facility when the device was sold. A review of subject device labeling found the following information. "All personnel who are within the (B)(4) are considered to be within the controlled area and shall wear eye protection with a minimum optical density (od) of the following for laser energy emitted at a wavelength of 790-830nm." Despite reasonable attempts to obtain sufficient information with which to determine a root cause, lumenis is unable to do so based on the information provided.